Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. No visual or functional abnormalities were noted with the cylinders or the reservoir. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular separation of the pump inlet tube indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0936686.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. No visual or functional abnormalities were noted with the cylinders or the reservoir. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular separation of the pump inlet tube indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0936686.

Event description:
According to the available information, sudden loss of function, unable to pump ipp, "calcified knuckles" present on implant.